Event description:
Patient reported signal loss over 1 hour.

Manufacturer narrative:
(B)(4). (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
Device valuation completed. Probable cause determined to be defective transmitter.